Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000100455.

Event description:
It was reported that the patient's system was unable to enter MRI mode due to high impedance on one lead. Surgical intervention may be pending.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein and the lead was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.